Manufacturer narrative:
A ge svc rep performed an onsite investigation. The rep reseated the connectors to the motion control assembly and reloaded the software program. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the system had no motorized motion but when they released the enable switch on the joystick, it allowed correct operation of the sys. No pt injury was reported.